Manufacturer narrative:
Batch record review of lot 8331 was conducted. There were no non conformance found related to the issue described in this event for this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for centrifuge bowl leak were reported to date for this lot. No trends were detected. The assessment is based on information available at the time of the investigation. The investigation for the product returned by reporter is not finalized. No root cause could be determined as investigation is still in progress. (B)(4).

Event description:
Customer called to report a centrifuge bowl that came out of the centrifuge holder during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report centrifuge bowl came out of the centrifuge holder; however, centrifuge bowl was not broken. Customer stated there was crack at the bottom of the bowl. Customer stated there was no blood leaking from the bowl. Cts asked customer if the treatment was aborted, customer stated treatment was ended and all blood/products were returned to the patient since there was no evidence of a leak. Cts asked if there was any damage to the centrifuge, customer stated no there was no damage to the instrument. Customer returned product for investigation.